Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed high battery impedance. Performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage was low but possibly higher in reality. The device was replaced due to the physician's medical judgement. No patient complications have been reported as a result of this event.